Event description:
The hcp reported the pt had been experiencing withdrawal symptoms including increased pain, agitation, and nausea. The estimated reservoir volume was 5ml, and the actual reservoir volume was 5ml. A catheter dye study was done that showed no catheter issues. The hcp refilled the pt's pump and was going to be giving a therapeutic bolus. The pt is reported to have recovered without sequela. The hcp reported there was a psych overlay component to the pt.